Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the investigation, the failure of the g1 board is likely to be an accidental phenomenon, there is no tendency to a frequent occurrence. If additional information is identified, a supplemental report will be initiated.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty g1 board.

Event description:
A user facility reported to olympus that the monitor would not power up. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.